Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "paddle fault" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under investigation.